Event description:
It was reported to philips that replacement footswitch required. This is connected to loss of image related to a azurion 3 m15. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment, reference: (B)(4) and is related to and occurred prior to (B)(4).